Manufacturer narrative:
Two devices were returned for evaluation. Both exhibited signs of use. Both samples passed pull force testing. The reported complaint could not be duplicated. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The hospital reported an issue encountered with the lacrimal intubation tube during use. The report stated that the catheter was "slipping out of the silver (delivery tube)." The report stated the physical could not get it to stay in the tube so that it could be put into place, and that this actually occurred with two devices. As a result of the alleged issue, the physician opened a 3rd stent and tied a 7-0 silk around it so that the catheter would not slide out of the delivery tube. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.